Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to urinary incontinence and pelvic organ prolapse. The patient experienced vaginal, pelvic and abdominal pain, urinary incontinence, painful bowel movements and painful intercourse. It was reported that the patient underwent removal/revision of mesh on (B)(6) 2011 and mesh removal with an attempt to lift bowel, bladder and vaginal with sling on (B)(6) 2012. (B)(4)0 in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monarch were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2011 by (B)(6). It was reported that patient underwent mesh robotic assisted laparoscopic lysis of adhesions on (B)(6) 2015 by (B)(6).